Event description:
The biomed technician indicate the bed is drifting into the trendelenburg position and getting stuck in the position.

Manufacturer narrative:
The biomed technician found the trend valve was broken. The biomed replaced the trend valve to repair the bed.